Event description:
Low lead impedance value was observed at implant. After one year, the impedance value dropped further and remained at a constant value of 270 ohms for the next 3.5 years. During a bi-v upgrade, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.